Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level (522 mg/dl). In the ER, the customer was treated with intravenous saline and insulin ringers lactate, zophran, hydromoris. The customer was released from the ER the same day with no permanent damage. Reportedly, an intermittent, ongoing occlusion alarm occurred. The customer reverted to an alternate method insulin therapy.